Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on pressing techniques and ultimately decided to replace the pump. Customer reverted to an alternate method of insulin delivery.